Manufacturer narrative:
This report is for unknown small ao external fixator, 4.0 mm rod diameter, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: segev, e., et al. (2004). A combined vertical and horizontal pelvic osteotomy approach for repair of bladder exstrophy: the dana experience, imaj 2004; 6:749-752). Israel. The study objective was to describe the experience with a combined vertical and horizontal pelvic osteotomy approach for the repair of bladder exstrophy. The case study included four (4) children who underwent bladder exstrophy closure; the mean age at surgery was 19 months (range 9¿33 months). They stabilized the osteotomies with a small synthes ao external fixator, 4.0 mm rod diameter. The average follow-up was 39 months (range 10¿60 months). All four (4) patients had successful bladder repair with no dehiscence; two (2) of them achieved partial continence, and bladder neck reconstruction is planned for the other two (2). Three (3) of the four (4) patients sustained unilateral neurologic injury; two completely recovered at six (6) weeks, and the third has a combination of quadriceps weakness and drop foot (peroneal palsy / femoral paresis), and electromyographic studies revealed root nerve injury at the level of the spine from l2 to l5. It was believed that three of the four patients that had neurological complications were the result of the traction injury to the sciatic and femoral nerves that occurs when the pelvic bones are approximated together. The following complications were reported: one male patient, who underwent a double osteotomy, exstrophy repair at 22 months, sustained unilateral neurologic injury and has a combination of quadriceps weakness and drop foot (peroneal palsy / femoral paresis), and electromyographic studies revealed root nerve injury at the level of the spine from l2 to l5. It was believed that neurological complications were the result of the traction injury to the sciatic and femoral nerves that occurs when the pelvic bones are approximated together. This is report 1 of 1 for (B)(4). This report is for an unknown small synthes ao external fixator, 4.0 mm rod diameter, unknown part # / lot #. This report is for one (1) device.